Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding dislocation involving an accolade (127 deg) size 3.5 was reported. There is no indication that the elevated metal levels contributed to the dislocation. Furthermore, there is no evidence that the accolade stem contributed to the dislocation. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
The surgeon reported via (B)(6) sales rep that a (B)(6) male patient underwent an accolade / trident total hip replacement procedure. The surgeon reported that the patient was required to undergo a revision procedure due to dislocation. The surgeon reported that he sent some tissue samples and swabs for testing and he later informed (B)(6) that the samples tested positive for metal ions.

Event description:
The surgeon reported via tekno sales rep that a (B)(6) male patient underwent an accolade / trident total hip replacement procedure on (B)(6) 2009. The surgeon reported that the patient was required to undergo a revision procedure on (B)(6) 2013 due to dislocation. The surgeon reported that he sent some tissue samples and swabs for testing and he later informed tekno that the samples tested positive for metal ions.